Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event and a product complaint, concerns a (B)(6) caucasian female patient. Medical history not provided. Concomitant medications included: insulin glargine and ergocalciferol, all for unknown indication. The patient received insulin lispro (humalog) cartridge, 0.5 and 1 iu, unknown frequency, subcutaneously, for diabetes mellitus type I, beginning in (B)(6) 2015. In (B)(6) 2016, approximately six months after beginning insulin lispro via humapen luxura hd (batch number 1208g02, pc number (B)(4)) the pen was delivering a lower volume than before, due to that issue the dose of 1 iu was selected and after receiving it the patient experienced a severe hypoglycemia (considered serious by the reporter). It was also stated that the patient was in honeymoon phase and was reported that sometimes when she received the insulin, the blood sugar went down because her pancreas sometimes produced insulin and sometimes did not. It was also reported that on the moment of the report a dose of 0,5u is not being effective (the patient presented hyperglycemia) and the dose of 1u leads to severe hypoglycemia. The patient underwent a complete blood count (cbc) in (B)(6) however no result was provided. As corrective treatment, when 0,5 u is not effective, the reporter applies 1 u and controls the patient food (giving a lot of food, as reported). It was not provided any corrective treatment for the severe hypoglycemia. The hyperglycemia outcome was unknown. The patient did not recover from the severe hypoglycemia, incorrect dose administered and lack of drug effect. The patient mother was the operator of device and she was a trained user. The patient had been using this device model and the reported devices for seven months. If device is returned, evaluation will be performed to determine if a malfunction has occurred. The reporting consumer related the lack of drug effect and wrong dose administered to the insulin lispro therapy. The reporting consumer did not provide a relatedness opinion between the hyperglycemia and the insulin lispro therapy. The reporting consumer did not relate the hypoglycemia to insulin lispro therapy. Update 09may2016: upon review, this case was opened to complete the medwatch fields for regulatory reporting.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated 01sep2016 in describe event or problem. No further follow up is planned. Evaluation summary the mother of a female patient reported that when dosing 0,5 units using a humapen luxura hd device, the amount of insulin being released was smaller than usual and the patient experienced non-serious hyperglycemia. With the patient support center, troubleshooting was performed with a new needle and selecting 2 units. The reporter stated that the insulin was released, but since the dose the patient usually takes is 0,5 unit, she deemed the test not necessary. Therefore, she administered a 1 unit dose and the patient experienced serious hypoglycemia. Investigation of the returned device (batch (B)(4), manufactured august 2012) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. The user manual instructs the patient to prime the device using 2 units before every injection until a stream of insulin is seen. There is evidence of improper use. The user did not prime the device before each injection. This may be relevant to the non-serious event of hyperglycemia, but it is not likely related to the serious event of hypoglycemia.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event and a product complaint, concerns a 3 years old caucasian female patient. Medical history not provided. Concomitant medications included: insulin glargine and ergocalciferol, all for unknown indication. The patient received insulin lispro (humalog) cartridge, 0.5 and 1 iu, unknown frequency, subcutaneously, for diabetes mellitus type I, beginning in (B)(6) 2015. In (B)(6) 2016, approximately six months after beginning insulin lispro via humapen luxura hd (batch number (B)(4), pc number (B)(4)) the pen was delivering a lower volume than before, due to that issue the dose of 1 iu was selected and after receiving it the patient experienced a severe hypoglycemia (considered serious by the reporter). It was also stated that the patient was in honeymoon phase and was reported that sometimes when she received the insulin, the blood sugar went down because her pancreas sometimes produced insulin and sometimes did not. It was also reported that on the moment of the report a dose of 0,5u is not being effective (the patient presented hyperglycemia) and the dose of 1u leads to severe hypoglycemia. The patient underwent a complete blood count (cbc) in october however no result was provided. As corrective treatment, when 0,5 u is not effective, the reporter applies 1 u and controls the patient food (giving a lot of food, as reported). It was not provided any corrective treatment for the severe hypoglycemia. The hyperglycemia outcome was unknown. The patient did not recover from the severe hypoglycemia, incorrect dose administered and lack of drug effect. The patient mother was the operator of device and she was a trained user. The patient had been using this device model and the reported devices for seven months. The device was returned on 28jun2016, and no malfunction was found. The reporting consumer related the lack of drug effect and wrong dose administered to the insulin lispro therapy. The reporting consumer did not provide a relatedness opinion between the hyperglycemia and the insulin lispro therapy. The reporting consumer did not relate the hypoglycemia to insulin lispro therapy. Update 09may2016: upon review, this case was opened to complete the medwatch fields for regulatory reporting. Update 22jun2016: additional information received on 22jun2016 from the global product complaint database added the device specific safety summary; added the device was not returned; update the manufactured date of the device; updated the improper use and storage to yes; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 01sep2016: additional information received on 31aug2016 from the global product complaint database added an updated device specific safety summary, return date of the device, and manufactured date of the device; updated the malfunction field to no; updated the improper use and storage to yes; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
No further follow up is planned. Evaluation summary the mother of a female patient reported that when dosing 0,5 units using a humapen luxura hd device, the amount of insulin being released was smaller than usual and the patient experienced non-serious hyperglycemia. With the patient support center, troubleshooting was performed with a new needle and selecting 2 units. The reporter stated that the insulin was released, but since the dose the patient usually takes is 0,5 unit, she deemed the test not necessary. Therefore, she administered a 1 unit dose and the patient experienced serious hypoglycemia. The device was not returned for investigation (batch 1208g02, manufactured august 2012). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical trends with regard dose accuracy. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy. The user manual instructs the patient to prime the device using 2 ui before every injection until a stream of insulin is seen. There is evidence of improper use. The user did not prime the device before each injection. This may be relevant to the non-serious event of hyperglycemia, but it is not likely related to the serious event of hypoglycemia.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event and a product complaint, concerns a (B)(6) caucasian female patient. Medical history not provided. Concomitant medications included: insulin glargine and ergocalciferol, all for unknown indication. The patient received insulin lispro (humalog) cartridge, 0.5 and 1 iu, unknown frequency, subcutaneously, for diabetes mellitus type I, beginning in (B)(6) 2015. In (B)(6) 2016, approximately six months after beginning insulin lispro via humapen luxura hd (batch number 1208g02, (B)(4)) the pen was delivering a lower volume than before, due to that issue the dose of 1 iu was selected and after receiving it the patient experienced a severe hypoglycemia (considered serious by the reporter). It was also stated that the patient was in honeymoon phase and was reported that sometimes when she received the insulin, the blood sugar went down because her pancreas sometimes produced insulin and sometimes did not. It was also reported that on the moment of the report a dose of 0,5u is not being effective (the patient presented hyperglycemia) and the dose of 1u leads to severe hypoglycemia. The patient underwent a complete blood count (cbc) in october however no result was provided. As corrective treatment, when 0,5 u is not effective, the reporter applies 1 u and controls the patient food (giving a lot of food, as reported). It was not provided any corrective treatment for the severe hypoglycemia. The hyperglycemia outcome was unknown. The patient did not recover from the severe hypoglycemia, incorrect dose administered and lack of drug effect. The patient mother was the operator of device and she was a trained user. The patient had been using this device model and the reported devices for seven months. The device was not returned. The reporting consumer related the lack of drug effect and wrong dose administered to the insulin lispro therapy. The reporting consumer did not provide a relatedness opinion between the hyperglycemia and the insulin lispro therapy. The reporting consumer did not relate the hypoglycemia to insulin lispro therapy. Update 09may2016: upon review, this case was opened to complete the medwatch fields for regulatory reporting. Update 22jun2016: additional information received on 22jun2016 from the global product complaint database added the device specific safety summary; added the device was not returned; update the manufactured date of the device; updated the improper use and storage to yes; updated the medwatch and (B)(6) required device reporting elements; and updated the narrative.